Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device interrogation could not be read as the device data file was corrupt. The device remains in use. The patient is a participant in the adapt response clinic study. No patient complications have been reported as a result of this event.